Event description:
The customer reported while priming IV fentanyl on IV tubing, one of the tubing was leaking (there was a hole). The nurse replaced the tubing and used another. The second tubing was also leaking in another location of the tube. Samples are not available as they have been discarded. No additional information was provided. This report is for the second leaking tubing.

Manufacturer narrative:
The sample was discarded and therefore, are not available for evaluation. Lot number and product code are unknown and therefore the 510k is unknown. If any additional information becomes available, a follow up medwatch will be submitted. This event was originally included in report 6000001-2010-01461. (B)(4).